Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The manufacturer representative reported that there was a change in therapy and they could not determine if the implant was turning off. It was noted that the implant may have been in a transition zone. The patient was programmed with adaptive stimulation about one month ago and the changes in stimulation had occurred for about two weeks. Troubleshooting reviewed the learning mode of adaptive stimulation and then returned to clinician settings and it appeared to be working. The indication for use was spinal pain.